Manufacturer narrative:
(B)(6). The actual device was not available; however, a retained sample was evaluated. The retention sample was visually and functionally tested with no issues noted. The reported condition was not verified in the testing of the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation an unspecified number of reconstitution device transfer sets pierced sodium chloride bags which resulted in a leak. The issues occurred during preparation and prior to patient use. There was no patient involvement. No additional information is available.